Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for an watchman procedure indicated for a case of atrial fibrillation (a fib) and bleeding risk. A perforation occurred, leading to a pericardial effusion/tamponade, procedure cancelled. The patient was on warfarin at home, but was held prior to procedure, inr goal range was set to 1.5 for the day of the procedure. No antiplatelet drugs were taken. Prior to the procedure, pre-imaging with transesophageal echocardiogram (tee) measured a right sided posterior effusion at 3mm. The physician was attempting transseptal puncture using the watchman fxd double curve sheath and the versaconnect system. They mentioned that they had difficulty with maintaining consistent tenting in the bi-caval and short axis view, often sliding too anteriorly. The curve/bend of the devices were adjusted twice and transseptal was re-attempted. A satisfactory position was eventually obtained in the inferior/mid and mid position, radio frequency was applied, but the wire/sheath did not cross the septum. The physician then began maneuvering the sheath in the right atrium and went for another attempt. At this point, the initially noted effusion grew from 3mm to 13mm to 20mm with the development of hemodynamic instability. Procedure was cancelled, invasive blood pressure monitoring established, fluids started, neo-synephrine initiated, pericardiocentesis performed at bedside and protamine given. A total of 160ml of dark/dull red blood was aspirated and the patient was sent to the operating room (or) for a pericardial window. Patient has been admitted to the hospital beyond the standard of care. In the physician's opinion, during attempting transseptal puncture and an acute perforation lead to an effusion and hemodynamic instability. The physician felt that the right atrial anatomy was difficult and the septum/fossa ovalis was fibrotic leading to difficult positioning and inability to find an adequate spot for transseptal. It was further advised, neither the versacross rf wire or the dilator malfunctioned during the procedure or contributed to the patient complications. Heparin was administered, although act was not check prior to the effusion being noted. The patient was discharged in good condition and with a follow up plan in 2 weeks. Product is not expected to return for analysis as it was disposed of at the facility.